Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead; product ID: 97791, lot# unknown, product type: accessory; product ID: 3550-29, lot# unknown, product type accessory. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient ¿could not have a feeling of appropriate stimulation.¿ impedance testing was performed and found that all lead electrodes showed ¿abnormal impedances¿ of over 40000 ohms. A revision procedure was performed on (B)(6) 2018 as a result of the issue. During the revision procedure, the lead was detached from the implantable neurostimulator (ins) and was attached to a new ins. Impedance testing performed at that time found all electrodes remained over 40000 ohms and it was ¿considered that the lead had anomaly¿ as a result. The lead was replaced with a new one which was attached to the new ins as a result. Impedance testing performed with the new system found no abnormal impedances; the issue was considered resolved with the system replacement. The patient was alive with no injury at the time of report; no further complications were reported or anticipated.

Manufacturer narrative:
Device analysis for the lead va12wpy041 revealed the stim lead body conductor was broken at the injex anchor site. No electrical shorts were identified between the circuits. (B)(4) belongs to the lead. If information is provided in the future, a supplemental report will be issued.